Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.(B)(4).

Event description:
Covidien received information of the ventilator&#39;s touchscreen was not working. This issue presents a ventilator inoperable condition. There is no report of patient injury associated with this event.